Manufacturer narrative:
A questionnaire was sent to dr. On sept 24, 1997 and a followup letter on oct 23, 1997 requesting the unk info. No response was received. H4: the device MFR date is unable to be determined without the cat # or lot #. Evaluation summary: h6: no evaluation was able to be performed as the product was never returned.

Event description:
The plate was found to be broken through post op xrays.